Manufacturer narrative:
Insulin pump had no button response due to open cobeector on lcd board. No button error alarms noted. During visual inspection insulin pump had a cracked tube lip, minor scratches on display window and missing end sticker.

Event description:
It is reported that the customer had normal blood glucose levels of 114 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.